Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she needed to sync her pump to her meter and then her battery went dead. The customer¿s blood glucose was between 400 mg/dl and 500 mg/dl. She said that she was high because she had to take the pump off since she did not have pump supply. The customer treated with a shot. Troubleshooting for her high blood glucose was offered but she declined. She said that she has been in and out of the hospital because she had surgery. The customer was assisted with programming the meter into the pump. The insulin pump is not being returned for analysis.